Event description:
A malfunction alarm was reported with a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted in resetting the pump, and the malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue recurred, and they acknowledged and understood the instructions.